Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. The reporter stated the keypad was torn over the buttons and the buttons required multiple presses to engage. It was not determined whether the tactile changes or damage occurred first. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 08/13/2013 - device evaluation: the pump has been returned and evaluated by product analysis on 07/18/2013 with the following findings: the keypad was found to be torn at the ok button. During testing, all keypad buttons were found to be intermittently unresponsive. The keypad cover was removed and the up arrow, down arrow, and ok key contacts were inverted. There was evidence of contamination found under all key contacts. Unrelated to the complaint, evaluation revealed a display screen that was faded, discolored and difficult to read. A test screen was inserted and was found to function properly with no visible signs of fading or discoloration. During testing, the vibration motor was found to be unresponsive. The vibration motor pins were found to be misaligned. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.